Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, keypad was intact; no damage was observed. During testing, all of the keypad buttons responding appropriately. The keypad was opened and no contamination or physical damage was found on the button contacts. The pump was opened and no defect was found I side the pump. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.